Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) appeared to oversense potential noise and undersensing of the r-waves and ectopic beats during atrial fibrillation (af) episodes. In addition, four pause episodes were noted on the electrogram observations, however unseen on the report. It was determined that the pause episodes were from the initial implant the day prior, in which the icm was subsequently cleared. The icm remains in use. No patient complications have been reported as a result of this event.